Event description:
Female undergoing shoulder arthroplasty (l) for localized osteoarthrosis...humeral inserter thumb screw tip broke off inside the prosthesis. Surgeon opted to leave the tip seated into the device vs removal...the final prosthesis was impacted into place (size 12). Screw from impactor did break into prosthesis and was left in place. Stable in position. A 17 by 46 humeral head was trialed and selected as a final component. This was impacted onto the humeral component and reduced. The previously placed ethibond sutures utilized to reattach the subscapularis to bone tunnels. Rotator interval closure performed. Biceps tenodesed to undersurface of the subscapularis. Once reattached, the wound was copiously irrigated. The pectoralis, deltoid, and capsule were injected with toradol, morphine, and ropivicaine mix to assist with postop pain control. Deltopectoral interval was closed using sutures. Skin edge was reapproximated using sutures, and a sling was applied. The patient was stable, and taken to the post anesthesia recovery room, no complications. The patient will be followed with the total shoulder prosthesis protocol.====================== manufacturer response for humeral inserter thumb screw, zimmer complete shoulder solution (per site reporter).====================== company representative who was in surgery during implantation requested the broken device so he could credit us and order a replacement. We requested he bring the device to risk management first, which he did. Discussion about impaction, angle, technique. He will follow up with surgeons and will provide us with report once zimmer has concluded their review.original procedure: replacement thumbscrew for inserter/extractor: humeral head instruments.